Manufacturer narrative:
H10: a field service engineer (fse) went onsite and confirmed the reported issue. The fse determined the replacement of the motor control (mc) printed circuit board assembly (pcba) was required instead of the power management (pm) pcba. The fse then replaced the mc pcba and confirmed the mc pcba resolved the issue. The fse replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating the auxiliary alarm supply failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested repair via replacement of the power management (pm) printed circuit board assembly (pcba). Repair is currently pending. Investigation is ongoing.